Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI#) is unknown because the lot and part number were not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost stimulation due to the ipg reaching the end of it's service. In turn, the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored. That is all the information that is known at this time.